Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, power loss alarm or replace battery now alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm without low battery. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.